Event description:
Procedure: appendectomy. According to the reporter: the jaws locked on tissue. The surgeon used a bovi to cut the tissue away from the stapler. The surgeon then re-stapled using another device and was able to finish the case. Delay in operating room was reported as 30 minutes.

Manufacturer narrative:
(B) (4).